Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2017 due to an insulation anomaly. No further information is available at this time.

Manufacturer narrative:
A partial lead in one piece with three connector legs measuring 18.0 cm was returned for analysis. External insulation abrasion was noted at 11.7 cm to 12.1 cm, 12.3 cm to 12.6 cm, 17.1 cm to 17.7 cm and 12.8 cm to 13.2 cm from the connector pin, consistent with lead friction to the device can. The etfe coating was intact at these locations. External insulation abrasion was noted at 14.5 cm to 14.9 cm from the connector pin, consistent with lead friction to the ICD can. The etfe coating was abraded at this location.

Event description:
Additional information received notes that when the patient presented for an elective device replacement, fluoroscopy was performed and externalized conductors were observed on the rv lead. The lead had no electrical anomalies and tested fine. Lead was capped and replaced on (B)(6)2017. Patient was doing well post-procedure and will continue to be monitored.